Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed delamination total of the valve (adhesive failure) ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side "exchange from textured to smooth due to the patients concern of the product". Healthcare professional later reported "deflation " and "removal from texture to smooth due to the concerns of the product". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, anxiety-product/procedure.

Event description:
Patient reported left side "exchange from textured to smooth due to the patients concern of the product". Healthcare professional later reported "deflation " and "removal from texture to smooth due to the concerns of the product". Device has been explanted and replaced.